Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this in-patient in the intensive care unit (ICU) was implanted with this right ventricular (rv) lead approximately 1 week prior and has since become dislodged. Intrinsic amplitude had dropped and there was no capture at max thresholds. This patient was intubated in the ICU and it was noted that this patient had a larger body habitus and required frequent turning. Technical services (ts) discussed backup pacing with the health care professional (hcp). Additional information is being requested to the field. No additional adverse patient effects were reported. Additional information was provided, it was reported that this patient was acidosis when the field representative checked them. It was noted that they were unable to get a good x-ray to confirm lead dislodgment due to size of patient and the bed they were on. There were no additional adverse patient effects reported. This rv lead was to be revised. Additional information was received, it was reported that this patient did not undergo a lead revision as this patient expired. There is no further information available.

Event description:
It was reported that this in-patient in the intensive care unit (ICU) was implanted with this right ventricular (rv) lead approximately 1 week prior and has since become dislodged. Intrinsic amplitude had dropped and there was no capture at max thresholds. This patient was intubated in the ICU and it was noted that this patient had a larger body habitus and required frequent turning. Technical services (ts) discussed backup pacing with the health care professional (hcp). Additional information is being requested to the field. No additional adverse patient effects were reported. Additional information was provided, it was reported that this patient was acidosis when the field representative checked them. It was noted that they were unable to get a good x-ray to confirm lead dislodgment due to size of patient and the bed they were on. There were no additional adverse patient effects reported. This rv lead was to be revised. Additional information was received, it was reported that this patient did not undergo a lead revision as this patient expired. There is no further information available. Additional information was provided, the lead was explanted and received for analysis. Once analysis is completed, an updated report will be provided.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient was implanted with this right ventricular (rv) lead approximately 1 week prior and has since become dislodged. Intrinsic amplitude had dropped and there was no capture at max thresholds. This patient was hospitalized and intubated in the intensive care unit (ICU). It was noted this patient had a larger body habitus and required frequent turning. A chest x ray confirmed displacement with movement and that the right atrial (ra) lead was in the wrong position. Technical services (ts) discussed backup pacing with the health care professional (hcp). Additional information is being requested to the field. No additional adverse patient effects were reported. Additional information was received that this patient was in the ICU prior to device implant due to other reasons and that the leads were not reversed in the header. This patient was academic when the field representative checked them. It was noted that they were unable to get a good x-ray to confirm lead dislodgment due to size of patient and the bed they were on. This rv lead was to be revised. No further information is available at this time.

Event description:
It was reported that this in-patient in the intensive care unit (ICU) was implanted with this right ventricular (rv) lead approximately 1 week prior and has since become dislodged. Intrinsic amplitude had dropped and there was no capture at max thresholds. This patient was intubated in the ICU and it was noted that this patient had a larger body habitus and required frequent turning. Technical services (ts) discussed backup pacing with the health care professional (hcp). Additional information is being requested to the field. No additional adverse patient effects were reported. Additional information was provided, it was reported that this patient was acidosis when the field representative checked them. It was noted that they were unable to get a good x-ray to confirm lead dislodgment due to size of patient and the bed they were on. There were no additional adverse patient effects reported. This rv lead was to be revised. Additional information was received, it was reported that this patient did not undergo a lead revision as this patient expired. There is no further information available.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and the measurements were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this in-patient in the intensive care unit (ICU) was implanted with this right ventricular (rv) lead approximately 1 week prior and has since become dislodged. Intrinsic amplitude had dropped and there was no capture at max thresholds. This patient was intubated in the ICU and it was noted that this patient had a larger body habitus and required frequent turning. Technical services (ts) discussed backup pacing with the health care professional (hcp). Additional information is being requested to the field. No additional adverse patient effects were reported. Additional information was provided, it was reported that this patient was acidosis when the field representative checked them. It was noted that they were unable to get a good x-ray to confirm lead dislodgment due to size of patient and the bed they were on. There were no additional adverse patient effects reported. This rv lead was to be revised. Additional information was received, it was reported that this patient did not undergo a lead revision as this patient expired. There is no further information available. Additional information was provided, the lead was explanted and received for analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient was implanted with this right ventricular (rv) lead approximately 1 week prior and has since become dislodged. Intrinsic amplitude had dropped and there was no capture at max thresholds. This patient was hospitalized and intubated in the intensive care unit (ICU). It was noted this patient had a larger body habitus and required frequent turning. A chest x ray confirmed displacement with movement and that the right atrial (ra) lead was in the wrong position. Technical services (ts) discussed backup pacing with the health care professional (hcp). Additional information is being requested to the field. No additional adverse patient effects were reported.